Manufacturer narrative:
(B)(4). Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: patient identifier: (B)(6), (B)(6) medical center, sex: female, model: lxmc14, device lot number: 28327, date of surgery: (B)(6) 2021, adverse event term: dysphagia, sex: female, age (at time of consent): 54 years, site awareness date: (B)(6) 2022, intervention/treatment: drug therapy: yes, outcome: recovering/resolving. Awareness date : (B)(6) 2022, (B)(6) 2022. If event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : blank, n/a. Relationship to study device : blank causal relationship. Severity : blank mild. Relationship to study procedure : blank causal relationship. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial patient experience, dysphagia.  The event was not related to the study device.

Manufacturer narrative:
(B)(4); date sent: 11/29/2022. Additional information received: was the linx explant a result of an adverse event per protocol definitions?: yes. If yes, choose the primary ae log line, start date and term: #(B)(6). Participant had anxiety about implant: no. Medical need for high field strength MRI or other testing: no. Participant wishes to have alternative gerd treatment requiring linx explant: no. Continued gerd symptom : yes - no. Did not meet participant expectations: no. Other: no. Describe the technique used for explant (check all that apply) laparoscopic: yes. Were any concomitant procedures performed?: yes.

Manufacturer narrative:
(B)(4); date sent: 11/30/2022. Ai received: end date : blank - (B)(6) 2022. Outcome : recovering/resolving - recovered/resolved.

Manufacturer narrative:
(B)(4); date sent: 9/8/2022. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device batch number 28327, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Date sent: 10/12/2023. Additional information received: log line 1 update: linx explant : no => yes.

Manufacturer narrative:
(B)(4); date sent: 10/28/2022. Additional information received: if the event is marked as being related to the procedure, indicate which procedure the event is related to : blank- index.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: there are no continuing gerd symptoms, as outlined in the latest entry from the site. They initially listed ¿yes¿- but this was data entry error. This was also source verified by cra on 29nov2023.

Manufacturer narrative:
(B)(4). Date sent: 12/11/2023. Additional information received: 11/28/2023 1:37 pm: continued gerd symptom : no => yes. 11/28/2013 1:38 pm: continued gerd symptom : yes => no. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did this patient have continued gerd symptoms yes or no?

Manufacturer narrative:
(B)(4). Date sent: 6/20/2023. Additional information received: 57.2 kg, 162.6cm, pre existing conditions: gerd, anxiety, panic attacks, vocal fold scar, diverticulosis. Explant on (B)(6) 2022. Patient had marshmallow study, manometry study, and egd leading to the explant. Linx explant followed by a toupe fundoplication. In the original complaint the explant date of the linx was on (B)(6) 2022. However, in the additional information that was provided recently the explant date was on (B)(6) 2022. Please confirm, what was the correct explant date? In response to the request for additional information: explant date: on (B)(6) 2022.

Manufacturer narrative:
(B)(4). Date sent: 5/14/2025. Additional information: updated log line: 1. Updated: adverse event term: dyshagia. Severity: mild => severe.